Event description:
It was reported that the patient presented in-clinic for a follow-up. Remote transmission had shown the device delivering anti-tachycardia pacing therapy inappropriately due to the implantable cardioverter defibrillator oversensing the patients left ventricular assistance device (lvad). Variable response in r-wave amplitude was noted, and believed to be lvad related. It was also noted that the oversensing was occurring at period intervals correlated with the pumping of the lvad. No patient symptoms as a result were noted; the patient was stable. On (B)(6) 2017 the patient presented in-clinic for additional troubleshooting. Multiple episodes of noise reversion episodes were observed. The oversensing was reproducible with isometrics. The device was programmed. The patient will continue to be followed normally.